Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Additional information: litigation papers allege the patient suffered extreme pain and discomfort in her left hip, thigh, and groin and loosening and instability of the implant with associated lack of mobility as well as large amounts of toxic cobalt-chromium metal ions and particles released into the her blood, tissue, and bone surrounding the implant, severe skin rashes, loss of hair, headaches, extreme fatigue, and inhibition of her ability to walk.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address hip pain.